Event description:
Customer reported the system displayed collimator errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. System operates as intended.